Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a 35 year old female patient had large complex recurrent ventral incisional surgery on (B)(6) 2015. During the hernia repair surgery, the surgeon implanted a strattice 10x16 firm mesh. After surgery, the patient returned to the hospital on (B)(6) 2015 and was diagnosed with abdominal wall necrosis with abscess. On (B)(6) 2015, the patient had a wide debridement of abdominal wall about 30x50cm with wound vac placement. No other information was provided.